Manufacturer narrative:
After further review of additional information received have been updated accordingly. It was reported that the battery would not be able to switch when the other attached battery would discharge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing.  Log file analysis reveals a tendency change batteries while still within 40% and 50% relative state of charge (rsoc). When one battery is depleted to <25%, the controller will automatically switch to the other battery. As observed on 06/16/2017,  the controller switched (B)(4) connected to power port 2, powering the controller and with 24% rsoc to (B)(4) connected to power port 1 with 53% rsoc. As a result, the reported event could not be confirmed; as the battery performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery would charge fully according to the battery charger and also to the battery button on the battery once the battery was taken off the charger. It would continue to show fully charged on the controller, but when the other attached battery would discharge, the controller would not switch to this battery for power. The battery was exchanged. No patient complications have been reported as a result of this event.